Event description:
It was reported that the ilet pump¿s touchscreen would not slide to unlock after the user noted a cracked screen, despite the sleep/wake button functioning and standard touchscreen troubleshooting being performed without resolution. Symptoms included no clinical effects. Outcomes included no impact on health or medical intervention. Investigation included device troubleshooting with the user and inspection of the returned device. Investigation of this device revealed a damaged display screen with loss of touch functionality that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external forces.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.